Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that a cartridge change errors occurred intermittently. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 500mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.